Event description:
The customer reported that the device failed to deliver energy via pads during a code. They switched to paddles and were eventually able to deliver energy.

Manufacturer narrative:
The customer reported that the device failed to deliver energy via pads during a code. They switched to paddles and were eventually able to deliver energy. The unit was evaluated at philips, but the symptom could not be duplicate. The devic e passed all testing. The event log showed several "cannot analyze" & "no shock delivered" messages. The device was returned to the customer. This issue is consistent with a low impedance condition that resulted in "no shock delivered" messages. These messages are described in the instructions for use. The device was working as designed and intended. We are considering this a user misunderstanding regarding impedance and not a malfunction of the device.